Event description:
The end user stated that after using the walker for 4 weeks, his ulnar nerve was damaged and will require surgical intervention.

Manufacturer narrative:
Following a hip replacement, the end user was using the walker for assistance with ambulation. He states that shortly after he began using the walker, he developed pain on the lateral aspect of his left hand. He altered the device by wrapping a cloth around the hand grip and continued to use it with the cloth attached despite his discomfort. He used the walker for approximately 4 weeks. At a later date he sought medical attention and was diagnosed with compression of his ulnar nerve which he attributes to using the walker. He reported that outpatient surgery was scheduled to correct the issue. He did not return the sample for evaluation. No photos were sent and a lot number was not provided. The end user did not return calls asking for more information. No medical documentation was provided. There have been no other similar complaints logged for this device. We have not determined a root cause for the incident but based on the information provided, user error may have played a role.